Event description:
The caller reported an issue with their pump battery not charging. There was no adverse impact on the customer¿s blood glucose level. Despite multiple attempts to resolve the issue using different wall outlets, adapters, and cables, the charging problem persisted. Technical support instructed the caller to place the pump into storage mode and return it using a pre-paid label. The pump, which was still under warranty, was scheduled for replacement. The customer planned to use multiple daily injections (mdi) as a backup therapy until the replacement pump arrived.